Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotics. On the same day as receipt of this report, pd solutions were discontinued and patient was switched to hemodialysis. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.